Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the implantable cardiac defibrillator was in backup vvi. The patient's presenting rhythm was not recorded. Programming changes were successfully made. The patient was asymptomatic and would continue to be monitored.